Event description:
Received a report from a consumer indicating consumer had made an appointment with the physician to remove part of a tampon pledget that had remained behind in the vagina after removal of the tampon.